Event description:
Per the independent repair center, the customer alleged problem is alarming. The key failure is the pilot valve is alarming. As stated on the repair statement additional malfunction on this device: power switch has low audible alarm.